Event description:
It was reported device provided discomfort to patient and was explanted. It was noted that device was replaced and moved to another location.

Manufacturer narrative:
Product ID 3387s-40 lot# va05cbr, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).